Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7200785. Medical device expiration date: 07/31/2020. Device manufacture date: 07/19/2017. Medical device lot #: 7265915. Medical device expiration date: 09/30/2020. Device manufacture date: 09/22/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pink safety lid to the bd eclipse¿ blood collection needle with luer adapter is misaligned and when the phlebotomist goes to push it up with their thumb, the device will not go over the needle and, in some cases, falls off. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: bd received samples from lot 7200785 from the customer facility for investigation; no samples were received from lot 7265915. The samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was not observed. Each sample was hand activated to evaluate the function of the safety shield. The safety shield was rotated backwards with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA (B)(4) and potential causes from the manufacturing process have been identified. As a result, corrective actions have been established and are in the process of being implemented. Based on evaluation of the customer samples, the customer¿s indicated failure mode for safety shield separation with the incident lot was not observed. However, further investigation activities have been conducted relating to this product issue and possible root causes from the manufacturing process have been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Bd has initiated further investigation through CAPA (B)(4). The investigation has identified possible root causes from the manufacturing process and corrective actions are in the process of being implemented. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this product issue. The investigation has identified potential root cause(s) from the manufacturing process for this issue and corrective actions are in the process of being implemented.